Manufacturer narrative:
Complaint confirmed, the anvil is worn and the impactor head broke off. A likely cause of the anvil wear is wear and tear. A likely cause of the impactor head missing is user-applied mechanical forces.

Manufacturer narrative:
This is now reportable. During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed, the anvil is worn and the impactor head broke off. A likely cause of the anvil wear is wear and tear. A likely cause of the impactor head missing is user-applied mechanical forces.

Event description:
It was reported that the ar-611-4 is worn. No patient harm reported. This is now reportable. During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed, the anvil is worn and the impactor head broke off. A likely cause of the anvil wear is wear and tear. A likely cause of the impactor head missing is user-applied mechanical forces.